Event description:
It was reported that port implant of an adjustable gastric band, a port replacement was performed on (B)(6), 2010. The band tubing was not connected to the port. During the procedure, it was found that the connector was connected to the port however the tubing and strain relief were not connected. The original band was placed in (B)(6). The number of fills is unknown. The band remains implanted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.